Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.

Event description:
A sales rep, reported a complaint from a customer, the surgeon complained that the surface of the item involved appeared oxidated. The event happened during a surgical procedure for osteosynthesis due to tibial fracture. No adverse consequence for the pt. The surgeon completed the procedure with a competitor's product.